Event description:
New information received notes that the physician alleged the issue occurred due to a lead malfunction and due to the patient's anatomy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has a very large heart and ventricle. Multiple attempts of positioning the lead into the heart were made but were unsuccessful. The physician found it was very difficult to insert the guidewire into the lead. The lead was immersed in heparin and was attempted to be implanted again but it was unsuccessful. A new lead was used instead. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.